Manufacturer narrative:
Samples were collected in li heparin plasma tubes with a gel barrier, which were centrifuged for 5 minutes at 4500rpm. Qc was performed prior to and after the erroneous results and was within the customer's established ranges. System checks were performed by the customer on (B)(6) 2010 and (B)(6) 2010 and met specifications. Customer stated the erroneous results obtained were very sporadic. There were no errors posted to the event log and they have increased their centrifugation time. A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the sample pipettor. The fse also performed alignments and made voltage adjustments. The fse performed a system check and high sensitivity (hs) check, which both met specifications. Although hardware issues were addressed, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22/2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR 2122870-2010-00623.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining high accutni results for five (5) patients' samples that were generated by the access immunoassay system. Repeat testing resulted in the risk stratification range and in the normal reference range. No erroneous results were reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.